Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 632mg/dl. Troubleshooting was performed. The basal and bolus matches to the daily totals. Ran a fixed prime test and the insulin exited. The customer stated that she changes the infusion set every three days. The customer requested a replacement of the insulin pump. No further information was provided.